Event description:
The report stated that during an abdominal hysterectomy, the first seal cycle application of the ligasure impact to remove the adnexa worked correctly. At the second application, the knife was blocked. There was no pt injury.

Manufacturer narrative:
Date of initial report: 06/17/2008. To date the incident sample has not been received for eval. Further info and the sample have been requested. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.